Manufacturer narrative:
One 7207554 scr biorci 7x25mm (7mm head) strl bx 1 intended for use in treatment has been returned for evaluation. The information provided states: ¿during a procedure, after performing the tunnels with the drill in the femoral part for fixing the 9.5mm hth graft, that at that moment when the screw was going through the passing pin, this one broke. All the fragments were removed using the same screwdriver and a kelly clamp¿. The implant was returned fractured. The distal threads have been chewed up. The physical condition indicates difficulty with proper insertion; contact with another device and torque placed upon the implant. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied. Per instructions for use: ¿excessive force should not be placed on the delivery instrument¿. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported about a 7x25mm biorci screw that, during a procedure, after performing the tunnels with the drill in the femoral part for fixing the 9.5mm hth graft, at that moment when the screw was going through the passing pin, this one broke. All the fragments were removed using the same screwdriver and a kelly clamp. The procedure was successfully completed without delay using a sofsilk screw back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.